Manufacturer narrative:
Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-mar-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was r reported that the patient reported their stimulator had been hurting them (the patient stated they'd been having "extreme pain,") because they had fallen on the neurostimulator site twice. The patient also reported they've been experiencing cramps since they fell. The patient stated they fell about 3 weeks ago and it had been hurting a little and then again around the (B)(6) (the patient stated "not this weekend but last weekend" to indicate when they last fell.) The patient stated they had been doing yard work at the time and that their foot hadn't been "real stable" since they had surgery on it and that they were in need of some physical therapy for their foot. The patient stated since they last fell, they switched programs and increased the stimulation on that program and the pain was a little better at this time but they were worried since the stimulation level was lower at this program than where they had it set to at their previous program that they wouldn't be able to go to the bathroom now. The patient stated since they adjusted today, it seems to have slowed their bowels down. The patient stated they drank a 1/2 a bottle of citrate and that they've taken 4 stool softeners and "6 sinnia" (patient services could not fully make out what medication the patient said). Patient services reviewed stimulation considerations and therapy expectations with the patient. No adjustment was made on the call as the patient had just recently made a change. The patient also asked about what doses of their medication they should be taking. Patient services redirected the patient back to their hcp regarding medication guidance. At one point the patient stated they could feel the wire under their skin. Patient services asked the patient if this was a new development since they fell or if it hadalways been like that and the patient stated they couldn't be sure if they had been able to feel it before the fall. Patient services asked if they felt like the fall shifted any of the implanted components and the patient stated they weren't sure. The patient was redirected back to their man aging health care provider (hcp) to check the implanted system since their fall and to discuss their symptoms and their medical concerns. Patient services suggested to the patient that if they felt like the pain was getting worse or if it became bothersome, the patient could turn their implant off and seek medical attention. The patient stated they had an appointment for 2022-aug-03 with their hcp. The patient was going follow up with the hcp about their symptom and medication concerns and to check the implanted system at this time.